Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons has been confirmed. Upon investigation, the front response button was superglued in place, preventing the button from activating the device. The root cause for the non-functional response button was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had non-functional response buttons.